Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse with cystocele and rectocele and stress urinary incontinence with bladder neck hypermobility. It was reported that the patient had the concurrent procedures of sacrospinous vaginal vault suspension with anterior and posterior colporrhaphy, and cystoscopy. Performed during mesh implantation. It was reported that following insertion the patient experienced urinary problems, recurrence, and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It is also reported that the patient had pinnacle pelvic floor repair kit implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 06/09/2016. Additional information: age/date of birth.

Manufacturer narrative:
It was reported that following insertion the patient experienced fibrosis of vaginal cuff.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 9/9/2016. It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).